Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  had possible premature battery depletion. The right ventricular (rv) lead and right atrial (ra) lead were also reported to have high thresholds. The ICD, rv, and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.